Event description:
It was reported that during an unknown procedure, the lock out symbol was displayed on the stroke count indicator when a nurse grasped the closing lever to check the cartridge was loaded into the jaws properly before use for the patient. The jaws could not be opened with the release button. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the device could be fired properly outside the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The stroke count indicator was noted to be fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.